Manufacturer narrative:
(B)(4). The device was evaluated and the reported event was confirmed through review of the event history logs. The cause of the reported issue could not be determined with the available information. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event(s) was identified which occurred during therapy initiated on (B)(6) 2013 01:56:27. During night drain cycle five, the patient's ultrafiltration reading was 902 ml, indicating the home patient (hp) drained 902 ml more than their maximum programmed fill volume of 1500 ml. No additional information is available.